Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging device being used outside of a procedure. It was reported that the system was stuck in initializing please wait and was continuously beeping. A reboot of the system resolved the issue.